Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of more than 800 mg/dl. The customer was treated with intravenously drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege insulin pump was under delivering because they got a new insulin pump. They auto mode feature was active during the reported event. The device will be returned for analysis.